Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step of load sequence, indicating concern about insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer confirmed using room temperature insulin, did not overfill or reuse cartridge, changed cartridge only, and successfully resumed insulin use, while technical support arranged shipment of replacement cartridges for patient.